Manufacturer narrative:
(B)(4). (B)(6) . Additional devices implanted and/or related to this event: tgu313120j/14379823. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis instructions for use states complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to pseudoaneurysm and fistula (e.g., aortoesophogeal). The safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with pseudoaneurysms resulting from previous graft placement.(B)(4).

Event description:
It was reported that on (B)(6) 2017, the patient presented back pain and hemoptysis. The physician suspected bleeding from the esophagus however an endoscope did not show bleeding. A computed tomography scan was performed and a pseudoaneurysm was detected at descending aorta with a fistula of the bronchial artery. It is unknown which of the previously implanted conformable gore® tag® thoracic endoprosthesis were involved. An additional conformable gore® tag® thoracic endoprosthesis was implanted to treat the pseudoaneurysm. The patient tolerated the procedure.